Event description:
It was reported that the pt was treated at the hosp for hypoglycemia (30mg/dl), and subsequently released.

Manufacturer narrative:
The pump was returned to animas for eval. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflect programmed values. The pump was exercised for 24 hrs with no issues.